Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported an incomplete capsulotomy that led to a capsule tear, necessitating an anterior vitrectomy, and the use of a backup 3-piece intraocular lens (iol), instead of the intended diu600. This situation resulted in an untreated astigmatism and extended the duration of the surgical case. No further information provided.

Manufacturer narrative:
Section h11. Additional data, section a2, age: 63. Section a2, date of birth: (B)(6) 1961. Section a3, a3a. Sex: enter the patient's sex at birth (the sex that a person has or was assigned to at birth): male. Section a3, a3b. Gender: enter the patient's current gender (how the patient thinks of themselves) cisgender male. Section a5: ethnicity, not hispanic/latino. Customer provided additional information, "patient had uncomplicated post-operative course but I¿m referring him to optometry for contact lens evaluation and fitting." Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received for the system. Corrected data: upon further review it was determined that section h4. Device manufacture date in the initial MDR report, the incorrect date was inadvertently provided. The correct date is jun 10, 2016. Therefore, this supplemental report is being submitted to provide the correct data. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.